Event description:
During the procedure, the surgeon was using the intuitive vessel sealer extend. The surgeon opened the vessel sealer to grasp tissue and there was an error message that said the blade was exposed and to remove the instrument. The vessel sealer was removed from the field and replaced with a new one. No harm was done to the patient.